Event description:
The device logs from a ventilator complaint contained many high pressure alarms. There was no patient harm. (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer, the expiratory cassette and the panel cable were replaced since they were missing. The panel cable cannot cause the reported event since it is only used for monitoring. No parts were returned for investigation. The ventilator logs were downloaded for evaluation. There are no technical error codes that indicate any technical issues with the ventilator. The preceding and following pre-use checks were passed without remarks. The event log contains several different alarm posts such as high airway pressure, high peep, low expiratory minute volume and high respiratory rate. This indicates that there has been a high expiratory resistance causing the patient to not be able to fully expire during the expiration phase before initiation of a new inspiration phase. This can be caused by issues with accessories in the patient circuit but it can also be a consequence of the mechanical properties of the patient¿s airways or parameter and alarm limit settings on the ventilator. Information regarding what type of patient breathing circuit or filter that was used has been requested but not provided. It is not possible to determine if the expiratory cassette has been a contributing cause in this event, since it has not been returned for investigation. The root cause of the reported event has not been determined. It is most likely attributed to user error or clinical application error. There is no indication of ventilator malfunction at the time of event. (B)(4). Ref. Exemption #: e2018003. (B)(4).

Event description:
(B)(4).